Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previous supplemental report. Corrected fields: h6.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected field: e1 address. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customers complaint was confirmed. It was noted that the issue occurred due to a twisted cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to the user not following the manufacturer's instructions. It is stated in the IFU: ¿be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.